Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the garment due to rubbing of the skin. The area was described as raw and open. The patient's wife reported that the patient was using a cortisone cream and bandages on the area. During a follow up, the patient reported that the sores had improved after using an over-the-counter cream recommended by his dermatologist.